Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra 2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and customer care advocate (cca) attempted following-up with the patient, with no success and this medical surveillance specialist listening back to the call. The patient reported on (B)(6) 2015 at 12.41 pm an inaccurate high issue with her meter, and alleging taking insulin when she did not need to. The patient manages her diabetes with a combination of diabetic medications (invokana, glumetza and novalog). The patient confirmed that she took her normal dose of medication (including sliding scale) in response to the product issue on (B)(6) 2015 before 8am. The issue of the inaccuracy was identified while the patient was in hospital for 6 days in a telemetry unit, with comparisons between the subject meter, and a freestyle precision neo meter and the hospital accucheck meter. The patient was admitted on around midday on (B)(6) 2015 and discharged on (B)(6) 2015. The patient alleges results of 138 mg/dl, 170 mg/dl ((B)(6) at 19.55pm), 125 mg/dl ((B)(6) at 7.33am), 92 mg/dl ((B)(6) at 18.26pm), and 115 mg/dl ((B)(6) at 7.49am), 136 mg/dl ((B)(6) at 22.39) and 97 mg/dl ((B)(6) at 12.09pm) with the subject meter and compared to another device (freestyle precision) 103 mg/dl, 135 mg/dl ((B)(6) at 19.55pm), 99 mg/dl ((B)(6) at 7.33am, 57 mg/dl ((B)(6) at 18.26pm), 91 mg/dl ((B)(6) at 7.49am), 104 mg/dl ((B)(6) at 22.39) , and 79 mg/dl ((B)(6) at 12.09pm), performed within 30 minutes. Based on statistical methodology, the calculated difference between three of these glucose results does exceed lifescan's criteria for accuracy. The patient also alleges on (B)(6) at 12.41 of observing results of 93 mg/dl with the subject meter and 83 mg/dl with another device (accucheck),, performed within 30 minutes. Based on statistical methodology, the calculated difference these glucose results does not exceed lifescan's criteria for accuracy. Additionally on (B)(6) at 16.51, while in hospital the patient also alleges observing a result of 73 mg/dl with another device (accucheck). The patient claims she developed symptoms of headache before the product issue was identified on (B)(6) 2015 at 16.51 and on (B)(6) at 12.41. The patient alleges receiving hcp (nurse) treatment of a glucose drink, on (B)(6) at 16.52pm. The patient also mentioned to the cca that on (B)(6) after in response to the reading of 57 mg/dl on the freestyle meter that she took an action to eat before driving home from work. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct sample site was used, the vial was not cracked or broken, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a control solution retest, as the patient was unable to find her control solution at time of call, however, the patient had mentioned the last time a control solution test was performed the result was in range. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury before or after the product issue occurred. There is no evidence the patient's increase in insulin in response to the ot verio sync higher readings were inappropriate as no symptoms were reported after taking the insulin. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.